Event description:
Customer reported a "blank screen overload fault". No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube and various power supply components. System operates as intended.